Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported inflation problem was confirmed. The reported hub leak could not be confirmed; however, a pinhole in the balloon was noted. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilation catheter (bdc) only partially inflated due to a hub leak. The returned bdc was attempted to be inflated to nominal pressure. A secure connection with the hub was made; however, the balloon was unable to hold pressure due to a material rupture (pinhole) noted on the balloon. Factors that may contribute to a pinhole on the balloon include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, manipulation against resistance, or interaction with accessory devices. Based on the return analysis, and the information provided, it is unknown what may have caused the reported material rupture (pinhole). The pinhole is likely responsible for the inflation problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified, moderately tortuous anterior tibial artery lesion. After crossing the target lesion with a 2.5mm x 120mm armada balloon dilatation catheter (bdc) and a command guide wire, the bdc would only partially inflate when pressurized to nominal pressure. A leak in the hub was noted. Another 3.0mmx120mm armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.